Event description:
Philips received a complaint on the defibrillator indicating that therapy test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The rse evaluated the device remotely and determined that the therapy test was failed due to a defective external paddles. To resolve the issue, efficia external paddles (989803196431) were replaced. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective external paddles. The root cause of which could not be determined. The reported problem is confirmed.